Manufacturer narrative:
The maryland bipolar forceps has not been returned to intuitive surgical, inc. For evaluation. Review of system log show no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, spark was observed when using the maryland bipolar forceps instrument. The customer reported that arcing was observed and there were signs of thermal damage at the plastic part when grasping. The instrument tip(s) did not touch any staples, clips or sutures while energized; however, the tips was in contact with tissue when the arcing event occurred. No damage was found on the conductor wire. The customer connected the instrument properly and used the bipolar energy when the event occurred and the instrument tips did not collide with any other instrument or tool during procedure. In addition, the jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. No damage or tissue injury occurred due to the arcing event. The patient has not returned to the hospital due to experiencing any post-surgical complications. The procedure was completed with a backup instrument of same kind.

Manufacturer narrative:
The maryland bipolar forceps instrument was received, failure analysis confirmed the customer reported complaint. It was found the bipolar yaw pulley had thermal damage, charring and localized melting of both bipolar yaw pulleys; in the space between the grips. The electrical continuity test passed.

Event description:
Refer to h10/h11 for follow-up information.